Manufacturer narrative:
Initial and final (B)(4)- device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 10-june-2024, it was reported that patient faced two infusion sets fell off during use events on (B)(6) 2024. The infusion set was in use for 1 hour. The patient resolved the event by replacing the infusion set and insulin was resumed successfully. No further information available.